Manufacturer narrative:
Correction: no longer reportable. Additional information received: per gfe response, the field service engineer confirmed the power switch overlay failure was actually a 1105 "alarm led failed" alarm error that occurred. Based on this new information, this issue is not a reportable event as there is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a power switch malfunction. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a power switch malfunction. A service quote for repair was sent to the customer for approval. Investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found that the power switch overlay was faulty and performed a replacement. Once the replacement power switch overlay was installed, the issue was resolved.the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Per good faith effort (gfe) response, the device was not connected to a patient.